Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19923. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead, which were implanted on the right side, were crushed by the clavicle. The ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was discharged from the hospital.